Event description:
Coiling treatment was conducted of an aneurysm. It was reported that upon positioning the coil, it was prematurely detached from the delivery pusher. The coil and microcatheter were removed together successfully. The pt was reported to be fine. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The complaint sample was returned for evaluation with the implant detached from the delivery pusher. The implant was not returned. The delivery pusher attachment segment is stretched. The evaluation shows excessive force was used which likely led to the coil becoming detached. (B)(4).

Manufacturer narrative:
The device involved in this event has not yet been returned for eval. Upon examination of the sample/completion of the investigation, a f/u medwatch report will be submitted. Mvi ref number: (B)(4).